Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg value not provided). Contact did not believe low bg was related to issues with the pump or supplies. Contact declined to provide further information and declined tandem technical support's offer to perform a pump system check.